Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) was selected to be used. It was reported that air entered the wds causing an air embolism to the patient. The procedure was aborted. The patient was reported to be in stable condition following the procedure.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received h6: patient code added. H6: impact code updated from f26: no health consequences or impact to f23: unexpected medical intervention.

Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) was selected to be used. It was reported that air entered the wds causing an air embolism to the patient. The procedure was aborted. The patient was reported to be in stable condition following the procedure. It was further reported that the air was observed in the laa during the manipulation of the wds in the laa. It was not known how the air entry occurred. The patient was noted to have st segment elevation. The physician completed necessary vascular intervention; however, the specific details of the procedure were not provided. The physician determined that the left atrial appendage was anatomically undersized, and proceeding with the procedure would carry significant procedural risks, therefore the procedure was aborted. The patient remained in stable condition with no further complications reported.

Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) was selected to be used. It was reported that air entered the wds causing an air embolism to the patient. The procedure was aborted. The patient was reported to be in stable condition following the procedure. It was further reported that the air was observed in the laa during the manipulation of the wds in the laa. It was not known how the air entry occurred. The patient was noted to have st segment elevation. The physician completed necessary vascular intervention; however, the specific details of the procedure were not provided. The physician determined that the left atrial appendage was anatomically undersized, and proceeding with the procedure would carry significant procedural risks, therefore the procedure was aborted. The patient remained in stable condition with no further complications reported.

Manufacturer narrative:
Device evaluated by MFR.: a watchman flx delivery system (wds) with the implant in the sheath was returned for device analysis. The device was visually and microscopically examined. Visual inspection found no damage or defect. Microscopic examination revealed tip damage as the tri-cuts were flared and abrasions were within the sheath tip. Functional testing was completed by attaching a syringe filled with water, and positive/negative pressure was applied with the valve open and closed. The device was able to be flushed properly. The device was able to backflush, and air was able to be purged from the device. Product analysis could not confirm the reported events as clinical circumstances could not be replicated. As the functional testing passed, it was considered most likely that procedural factors contributed to the reported air in the device.